Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of blood results were reading "lo". Customer stated with another meter and the result was 121 mg/dl. No adverse event reported.